Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of retraction issues could not be confirmed from the 6 representative 24ga insyte autoguard units that were received in sealed packaging from lot #3262520. A functional test revealed no damage on the returned samples and each needle fully retracted within the safety shield. The retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction issues and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Event description:
It was reported that bd insyte-n autoguard needle did not retract during device testing. The following information was provided by the initial reporter: they have a brand-new package that just opened, tired the button once and does not depress. They did not try it multiple times to test. (Needle retraction failure - no patient involvement 1x). This occurred for me on (B)(6) 2025.

Manufacturer narrative:
This MDR was created based on a customer clarification of device testing. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.